Event description:
It was reported that during two procedures in a loop graft, the gaskets on two devices separated from their cables. The baskets were sucessfully removed from the pt by pushing them through the opposing sheath. There were no add'l pt complications.